Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information device available for evaluation: yes. Returned to manufacturer on: 01/03/2019. Device returned to manufacturer: yes. Device evaluation: the lens was received in its original box and lens case kept inside a biohazard bag. A visual inspection of the lens with the unaided eye shows that one haptic was stuck to the lens body along with some residue, most probably ophthalmic viscoelastic device (ovd). The lens was cleaned with purified water and dried with compressed air to ease inspection. Further inspection under magnification did not show any creases or damage to the haptics. Although the product was received with one haptic stuck to the optic, how and when this occurred could not be determined. The unfolding issue could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting zcb00 22.0 diopter intraocular lens (iol) into the eye, the haptic had irregular unfolding and the surgeon was not happy with how the lens sat in the eye. The lens was removed and replaced successfully in the same procedure. The same model and size lens was used. There was no incision enlargement, sutures or vitrectomy. No additional information was provided to johnson & johnson surgical vision.